Event description:
Patient had surgery in hospital (B) (6). The surgeon created a free flap due to head and neck cancer. Surgeon created an anastomosis inside the oral cavity and used the 3.0 coupler to created an anastomosis. The surgeon had the rings engaged within each other and locked. Surgeon stated that approximately 1 1/2 minutes later the rings fell apart. He noted that one of the pins had been bent. He then processed to remove the anastomosis and used a different 3.0 coupler device to complete the free flap.

Manufacturer narrative:
Device not returned for evaluation to manufacturer, no conclusion or evaluation can be done.